Manufacturer narrative:
Three potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 7079915, medical device expiration date: 2022-04-30, device manufacture date: 2017-03-20. Medical device lot #: 6165557, medical device expiration date: 2021-08-31, device manufacture date: 2016-06-13. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation results: summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# (B)(4). All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# (B)(4). All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the above, no additional investigation and no CAPA is required at this time. Conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that bd ultra-fine¿ insulin syringes were found with difficult plunger movement, as stated they "had air stopping the plunger hitting the bottom". There was no report of exposure, serious injury or medical intervention.